Event description:
The complaint was reported as: the customer alleges that the circuit failed the sst ventilator test prior to patient use. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02m1101762 of material 780-15 was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. Customer complaint cannot be confirmed due to the sample involved in the incident reported or a picture of it was not provided, therefore it is not possible to perform a proper investigation.